Event description:
The implantable neurostimulator (ins) reached eri (elective replacement indicator) at 13 months of use. The ins was programmed at 3.8v bilateral 90 msec and 180 hz. Then after 6 months, it was changed to 5v and 5.3 v 420 msec 130 hz and then after 2 more months it was changed to 5v bilateral 300msec 180 hz. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).